Manufacturer narrative:
Multiple conditions of product (sn (B)(4), mfg date 07-2009) were observed: front bearing shield was dislodged and loose inside the head of the handpiece. Push button chuck had slipped on bur shank removing material. Push button had dislodged from the head cap. The head cap was securely tightened onto the head of handpiece. Detailed measurement and inspection of button retention crown identified form and shape in-line with incomplete forming (during assembly). Conclusion: markings on the inside of the button indicate dynamic contact with chuck which transferred enough force to dislodge the marginally retained button. Contact was caused by inadvertent depression of the button during use which was compounded by the bur shank wear (material loss) and the bearing shield dislodging. Bur shank wear decreases clearance between the button and the chuck and the shield displacement reduced the turbines axial deflection ability. One hundred percent of on hand sub assembly inventory was inspected and (B)(4) non conforming components were identified.

Event description:
The push button fell out of the handpiece into the pt's mouth. Pt did not need medical treatment. No determination of the pt was male or female. Age of the pt was not determined. No medical attention for the pt.